Event description:
It was reported to boston scientific that an 80cm two port through the peg jejunal feeding tube (j-tube) was being used for the purpose of administering medication for advanced stage parkinson's disease. The j-tube was placed on (B)(6), 2011. According to the complainant, on (B)(6), 2011 the j-tube was impossible to rinse. The duodopa was then given in the gastric port. The patient was feeling good on (B)(6). The parkinson's disease nurse advises the patient to repeat the rinsing of the j-tube. The week of (B)(6), 2011 it will be discussed if the exchange of the j-tube is necessary if it is still impossible to rinse. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.